Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump was inside the bag with other items and could have been pressed hard. The customer also reported that the buttons of the insulin pump have become unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).